Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer was unable to clear the alarm. Additionally, it was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). The customer declined to provide further information regarding the hospitalization. The customer had manual injections available as alternate insulin therapy.